Event description:
Device report from synthes reports an event in costa rica as follows: it was reported that on (B)(6) 2022, the doctor implanted the tfna screw in the patient incorrectly, leaving it in a bad position. He was informed that the screw was wrong, but he did not change the position. The surgery was completed successfully with no delay. There was no patient consequence; this was reported in case the implant cuts out in the future. X -rays were performed. No further information is available. This report involves one tfna fenestrated screw 105mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Manufacturing location: (B)(4) / packaging, sterilization and release by: (B)(4). Manufacturing date: 26-may-2021 expiration date: 01-may-2031 part number: 04.038.205s, tfna fenestrated screw 105mm -sterile lot number: 134p554 (sterile) lot quantity: (B)(4). Fenestrated screw was manufactured by (B)(4); lot number 120p622 qty (B)(4) / lot number 120p623 qty (B)(4). Parts were packaged, sterilized and released by (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.